Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented via remote transmission. Upon review, the ventricular lead exhibited noise episodes. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of noise was confirmed. Final analysis found that as received, a complete lead was returned in one piece measuring 52.4cm. Visual inspection of the lead found external insulation abrasion due to friction to the device can was noted breaching the outer insulation and exposing the outer coil at 8.5cm to 8.6cm from the connector pin. Also, suture sleeve tie impression was noted at 15.0cm and 15.4cm from the connector pin. The cause of the external insulation abrasion is consistent with friction to the device can and the reported event.